Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 500 mg/dl. The customer was treated with an insulin drip the night before and her glucose level was fine, but when she was released this morning and went back on the insulin pump her blood glucose rose again. The customer stated that before going to the hospital she was vomiting, dehydrated, and her blood sugar kept elevating. The customer had flu for a week, and her blood glucose was high for the past two days. The customer stated that she treated her high glucose level with manual injections. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime test and the device passed the test. The customer stated that she changes the infusion set every three to four days. Advised the customer to change the infusion set every two to three days. The customer stated having difficulties while priming and insulin was squirting out. No further information was provided.